Event description:
Pt called stating their device had gotten very hot causing pocket pain. Family member concurs pocket hot. Device interrogation indentified an electrical reset of the device. Device reset and interrogation showed early, unexpected battery depletion. Discussed with medtronic tech services who suspect short in device. Pt scheduled for device. Replacement scheduled in 2 days. Disc sent to medtronic for evaluation.